Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator reacted poorly on the lower part of the touchscreen during pre-use check outside of clinical use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The touch screen assembly was returned for failure analysis. Visual inspection of the returned part revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified that the touchscreen failure was caused by the ul_lr / ur_ll resistance measurements and resistance ratio being out of specification.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.